Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink blood set leaked. During a blood infusion, a leak was observed due to a hole in the tubing near the filter. The leak was not significant enough to change the bag; however, they did have to waste the amount of blood that was in the tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.